Manufacturer narrative:
Occupation: unknown. There is no indication from the customer that the device will be returned for evaluation.

Event description:
The customer reported: "I was running, planted my foot, turned to catch a basketball, felt a pop, went down. I was assisted off the court by my dad and the trainer. Pop resulted in re-tear of acl (anterior cruciate ligament)." No further information was provided at the time of this report.

Manufacturer narrative:
The brace was returned to the manufacturer for evaluation. It was evaluated visually and functionally. The flexion is good. It is not possible to confirm the condition reported by the customer since no problem was found that may cause damage to the patient.